Event description:
The pt called lifescan (lfs) and alleged that the word 'english' was appearing on the display when inserting a test strip. The pt visited their physician and their blood glucose was tested; no other treatment was reported and no blood glucose results were provided. The lfs customer care representative attempted to troubleshoot by having the pt remove and reseat the battery and go through set up of the meter, but the issue was not resolved. This case is being reported as a malfunction because the meter issue was not resolved. There is no evidence of the meter contributing to a serious injury (no results were reported that would indicate a serious injury and no treatment was reported). A replacement meter has been sent to the pt.